Event description:
Olympus was informed that during an therapeutic laparoscopic assisted sigmoid resection procedure, the tip of the device broke off and fell inside the patient. The device fragment was successfully retrieved. It was stated that the intended procedure was completed with another similar device. There was no patient injury reported. Olympus has followed up with the user facility to obtain additional information but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.